Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), oversensing associated with the right ventricular lead, and the unexpected delivery of a ventricular tachyarrhythmia therapy. (B)(4).

Event description:
It was reported that the patient received 7 inappropriate shocks due to oversensing noise and high sensing integrity counter (sic) of the right ventricular (rv) lead. The rv lead was programmed off and is scheduled to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.